Manufacturer narrative:
Manufacturing device records were reviewed. Review of the lead device history records confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was initially reported that the patient was referred for prophylactic generator replacement. Later, it was reported that the patient had generator and lead replacement surgery on (B)(6) 2014 due to high lead impedance. The implant card reported that the reason for replacement was high lead impedance and unable to interrogate due to battery depletion. Pre-operative diagnostics were unable to be performed due to depleted generator battery. It was reported that when the surgeon removed the lead from the explanted generator, high lead impedance was observed with the new generator. After the generator was also replaced, lead impedance was reportedly okay. There was no trauma or manipulation that occurred that is believed to have contributed to the high lead impedance. The explant hospital does not return explanted products back to the manufacturer per hospital policy. They discard in surgery. Therefore, analysis is unable to be performed.

Manufacturer narrative:
The initial report inadvertently reported that after the generator was replaced, lead impedance was okay. However, lead impedance was not okay until after the lead was also replaced.

Event description:
After the lead was also replaced on (B)(6) 2014, lead impedance was reportedly okay.